Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Functional testing showed the balloon to inflate when positive pressure was applied, however liquid was observed escaping from a balloon pinhole leak approximately 7mm distal to the distal end of the proximal marker band. An microscopic examination of the balloon material identified no issues which could potentially have contributed to the damage identified. No other issues were identified during the product analysis. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the shaft of the device.

Event description:
Reportable based on the device analysis completed on (B)(6) 2019. It was reported that balloon would not inflate. A 7.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for a percutaneous transluminal angioplasty (pta). After inserting the balloon, the doctor attempted to inflate the balloon but was unable to inflate it. The balloon was removed and a new balloon was used of the same model. The procedure was completed with no injury or effects to the patient. However, device analysis revealed a pinhole leak.